Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformance that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, 99% stenosis in the mid right coronary artery (rca). The 2.5 x 12 mm trek rx was advanced pre-dilatation; however, a balloon rupture occurred during first inflation at 6 atmospheres. A second 2.5 x 12 mm trek rx was used successfully for pre-dilatation. There was no resistance when advancing or removing the balloon catheter. A stent was implanted and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.